Event description:
It was reported the device was being tested prior to use and the cuff worked properly. Then when device was in use with patient, there was a loss in air pressure. The device was removed from use. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: device evaluation- one sample was returned for evaluation. The examination of the device showed no obvious discrepancies. The device was given functional testing; this showed leakage at the cuff. During production this device type is 100% leak tested- if this damage had been present at the time the device would have been scrapped. The issue was determined to likely have occurred due to damage during use.